Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The patient's vns device had high impedance. The mother reported that the patient could not feel the magnet as strongly as before. This was first observed in the last few weeks of september. There was no known cause for this, but it was believed to be related to the amount of time the device was implanted. There was no reported pain and the physician opted to leave the vns settings at 0.25 ma at this time. The last known good diagnostics were in june or july which showed the device was within normal limits. The high impedance was first observed in the last week of september, the exact date was unknown. X-rays were not performed as they were believed to be unnecessary as the replacement surgery occurred on (B)(6) 2013 for the high impedance. Everything went well during surgery and the patient is doing fine. There was no suspected manipulation or trauma to the device.